Manufacturer narrative:
Per the clinic, the patient was placed under general anaesthesia during the repositioning surgery on (B)(6) 2025. Device analysis report attached.

Event description:
Per the clinic, the patient underwent a repositioning surgery on (B)(6) 2025 to adjust the placement of the coil as it was not placed in an ideal position. However, post-operative imaging revealed that the electrode array was pulled out from the cochlea after the repositioning surgery. The device was explanted on (B)(6) 2025 and the patient was re-implanted with another device during the same surgery.